Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, the doctor tried to read the pump and ¿got a malfunction reading.¿ the patient didn¿t know what the ¿malfunction reading¿ was. An alarm went off as well. On (B)(6) 2016, the doctor was able to read the pump and refill it. The patient was scheduled to have the pump replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.